Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 8184942 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. During the manufacture of this lot, all samples taken for quality control leakage testing were found to be acceptable. As neither a physical sample nor a picture sample was available for this incident, our quality team was unable to complete a thorough sample investigation. A corrective action and preventive CAPA 629955 action plan has been initiated for this product in regards to injection valve leakage with a possible relation to incorrect valve assembly. Our quality team will continue to closely monitor the production process for signs of this potential defect and any signs of emerging trends. H3 other text : see h.10.

Event description:
It was reported that (B)(4) bd extension sets leaked during use. The following was reported by the initial reporter: "distributor reports that on (B)(6) , the customer has returned all the 100 cm keys that add up to (B)(4) units due to leakage of the extension cord. Customer reports that when using this key with extension, there is leakage of the serum. The serum is filtered through the three-way valve."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 659 bd extension sets leaked during use. The following was reported by the initial reporter: "distributor reports that on (B)(6) 2020, the customer has returned all the 100 cm keys that add up to 659 units due to leakage of the extension cord. Customer reports that when using this key with extension, there is leakage of the serum. The serum is filtered through the three-way valve."